Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 585 mg/dl. Customer went to the hospital on the morning of (B)(6) 2017. Customer experienced chest pain which also caused pain in the arms, neck and throat. Customer had a heart attack and was wearing the insulin pump during the time of the incident. Customer's doctor believed the insulin pump caused high blood glucose levels. Customer's current blood glucose level was 103 mg/dl.